Manufacturer narrative:
Updated feilds: b4, d9,g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and found the console locking mechanism, cart locking mechanism, and pim module to be secure, with no loose parts identified. The fse performed more than ten autofill cycles at the workshop without reproducing the reported noise. Simulated pumping was conducted for over two hours using a trainer, and the unit functioned normally under all trigger modes. All manifold and compressor tests passed. Functional testing was completed in accordance with the cardiosave service manual, and the device was confirmed ready for clinical use. No parts were replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during treatment that cardiosave intra-aortic balloon pump (iabp) the unit was functioning fine but making a lot of noise. No harm reported.